Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brushes really slide off easily, comes off-oral b power oral care refills [device breakage]. Case narrative: the consumer email stated that the brush heads really slide off easily. It was loose or come off. No injury was reported.

Event description:
Brushes really slide off easily...comes off-oral b power oral care refills [device breakage]. Case narrative: the consumer email stated that the brush heads really slide off easily. It was loose or come off. No injury was reported. Follow up received on 07-jan-2026: product investigation results - conclusion code: other - no manufacturing cause and no design issue identified based on investigation.

Manufacturer narrative:
07-jan-2026 product investigation results : product return was received and evaluated. No failure could be identified, the product is according to specifications.